Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens optic torn, the haptic torn and broken. Dimensional inspection could not be performed due to haptic damage of foot plates. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.50/+1.50/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient had experience lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4). Claim# (B)(4).